Event description:
It was reported that 37 bd safetyglide¿ needles were found clogged before use. The following information was provided by the initial reporter: "level of harm: no effect - did not reach patient - detected before use or does not touch person during use... Needles are plugged. Issue not visible. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: recurring."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-sep-2023. H.6. Investigation summary: six samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 2007149. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 37 bd safetyglide¿ needles were found clogged before use. The following information was provided by the initial reporter: "level of harm: no effect - did not reach patient - detected before use or does not touch person during use... Needles are plugged. Issue not visible. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: recurring."